Event description:
It was reported the patient had a full thickness pressure injury when using the fecal management device (fms). Fms was in place (B)(6) 2022. It was unknown if a rectal exam was done prior to placement and unknown how much fluid was instilled in the device. Medical treatment was provided however type of medical treatment was not provided. The fms device was discontinued. Patient was discharged from the hospital.